Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 4th firing of laparoscopy assisted distal gastrectomy, at anastomosis of the remaining stomach and duodenum, the surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however it was stiff and could not squeeze it. They replaced it with a new device ,and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.